Event description:
It was reported that the patient died. The de novo target lesion was located in the left anterior descending artery. A 12mm x 3.50mm nc quantum apex balloon catheter and a 2.00mm x 15mm maverick 2 balloon catheter were used during the procedure, and a 3.00x38mm synergy ii drug-eluting stent was deployed to treat the lesion. However, it was noted that the output was low. The patient developed a problem and subsequently died the next day. It was further reported that the target lesion was 90% stenosed, moderately tortuous and moderately calcified. After crossing the lesion with a non-boston scientific guidewire, pre-dilatation was performed with a 2.00mm x 15mm maverick 2 balloon catheter at 8 atmospheres. Following stent deployment, post-dilatation was performed with a 12mm x 3.50mm nc quantum apex balloon catheter at 15 atmospheres. Timi iii flow was established. After 24 hours post-procedure, the patient died due to acute stent thrombosis which led to low cardiac output. No autopsy was performed.

Event description:
It was reported that the patient died. The de novo target lesion was located in the left anterior descending artery. A 12mm x 3.50mm nc quantum apex balloon catheter and a 2.00mm x 15mm maverick 2 balloon catheter were used during the procedure, and a 3.00x38mm synergy ii drug-eluting stent was deployed to treat the lesion. However, it was noted that the output was low. The patient developed a problem and subsequently died the next day.